Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer informed the technical support engineer (tse) they got an 40067 error and had to restart while setting up. The tse explained that the errors were coming from universal surgical manipulator (usm2). They stated that they were not getting a message to disable any usm. The customer stated that they had power cycled two times prior to calling. They did an emergency power off (epo) to the patient side cart (psc) and they restarted; the system powered up normally. The customer stated that the error typically came back within a few minutes. The tse explained that they would recommend that a field service engineer (fse) get to the site to service usm2 and the entire system. The customer stated they would need all of the usms for this procedure and there are no other systems available at this time. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to error 40067. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned due to error 40067 and was confirmed but not replicated. The unit was tested on an in-house system and triggered no errors. The unit was also tested on the patient side cart fixture test platform (pftp) and failed all three fiber tests due to low reading. Upon further investigation, there was no fluid intrusion or physical damage. The error log also shows errors 40067,1126, 31226, 31199, 32097 and 307. The potential root cause of the reported complaint can be attributed to a fault within the clock spring, parallelogram and rolling loop in the affected usm.